Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Bilateral patient. It was reported that, after a right bhr on (B)(6) 2015 due to osteoarthritis. Plaintiff experiences elevated levels of cobalt and chromium. Bone scan showed uptake around femoral component. Plaintiff underwent right revision surgery on (B)(6) 2021. It is unknown the status of the patient.

Manufacturer narrative:
H3, h6, h7, h9: it was reported that a right bhr revision surgery was performed on a bilateral patient due to elevated levels of cobalt and chromium and uptake around femoral component. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the devices concerned. A review of the historical complaints data for the femoral head was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head. However, as the device is no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. Elevated cobalt and chromium and bone scan showing uptake around the femoral component was reported. However, no lab values, lab or bone scan reports were provided. The clinical root cause of the elevated cobalt and chromium, femoral neck thinning, and osteolysis cannot be confirmed. It cannot be concluded the reported clinical reactions/events were associated with a mal performance of the implant. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.